Event description:
It was reported that the customer's blood glucose level was 425 mg/dl. The customer tried to give herself insulin but was only allowed 1.2 units of insulin. The customer experienced high blood glucose levels for about three days. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.